Manufacturer narrative:
(B)(4). The customer returned one connector assembly for analysis. Signs of use were observed. Visual inspection revealed a crack on the red arterial luer hub. Deformation was noted on both luer hubs. Minor device discoloration and crazing was also noted. No other defects or anomalies were observed. Both luer connections were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "establish and maintain catheter patency. Solution and frequency of flushing a venous access catheter should be established in hospital/institutional policy". A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from the venous luer hub or either extension line. Leaking was observed from the arterial luer hub. Leak testing was also performed per amrq-000075 rev.17 which states "the extension lines shall not leak liquid when tested in accordance with the method given in annex c of bs en iso 10555-1." Bs en iso 10555-1:2023 states "apply a minimum pressure of 300kpa. Maintain the pressure for a minimum of 30 seconds while examining the hub/connection fitting assembly and any other part of the catheter for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." Both luer hubs were individually attached to a leak tester. With the distal end of the metal cannulas occluded, the extension lines were pressurized to 320 kpa for 30 seconds. Leaking was observed from the red arterial luer hub. Leaking was also observed from the juncture hub between the metal cannulas. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, " examine catheter and extension lines before and after each treatment for any signs of damage." The report of juncture hub leaking was able to be confirmed through investigation of the returned sample. Functional testing revealed leaking between the metal cannulas of the connector assembly. Manufacturing was contacted as part of this investigation, and it was determined that this defect is likely related to the molding manufacturing process. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the investigation a juncture hub leak was found. There was no customer reported issue.